Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was noted to be dislodged into the right atrium resulting in misdiagnosed ventricular fibrillation (vf) as atrial fibrillation (af) and delivery of inappropriate shock. The rv lead was repositioned to resolve the event and the patient was in stable condition.